Event description:
It was reported that this right ventricular lead exhibited loss of capture. The patient was referred to the cardiologist for evaluation. No changes have been performed. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced fracture and exhibited low out of range pacing impedance measurements and undersensing. The device was reprogramed and a lead revision is expected in the near future. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. The patient was referred to the cardiologist for evaluation. No changes have been performed. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced fracture and exhibited low out of range pacing impedance measurements and undersensing. The device was reprogramed and a lead revision is expected in the near future. No further adverse patient effects were reported. Additional information was received, detailing that the lead revision was performed which confirmed the lead experienced dislodgement. It was decided to surgically abandon this lead and another one was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: device codes h6: impact codes.